Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the exact cause of the decreased therapeutic relief was not determined. The patient's baseline weight was not measured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and cervical radiculopathy. It was reported that the patient experienced decreased therapeutic relief on (B)(6) 2017. Further stated that the patient experienced no pain relief with current programming. The patient has tried programs a, b, and d which was at 240 with no relief. The event resulted in an unscheduled clinic or office visit. The device was reprogrammed. The event was related to the device or therapy and programming, but not related to the implant procedure. The outcome was reported as resolved without sequelae on (B)(6) 2017. No further complications were reported or anticipated.